Event description:
A territory manager contacted zoll customer support while fitting a (B)(6) female pt to report the pt's monitor was resetting. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor resetting) has been confirmed. Upon receipt the monitor was producing can comm faults and resetting when a belt was attached. Upon investigation the monitor c/a board was found to have broken solder connections on component u413 (spi can controller). The cause of the resets was the broken solder connections. The root cause of the broken solder connections was unable to be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.